Event description:
It was reported that the stent separated during the removal of a thrombus from the m2 and remained in the patient. No patient injury reported.

Manufacturer narrative:
The device has been evaluated and the stent was found separated from the pushwire. Analysis of the cross section at the break point showed the failure of the pushwire likely occurred due to ductile overload. (B)(4).